Event description:
Patient was repositioned by seasoned rn, after repositioning blood noted to have backed up into arterial line tubing, leaking on bed. Estimated blood loss 10ml. Tubing noted to have a crack just distal to syringe on safeset.